Event description:
It was reported to philips that the system restarted intermittently while in use. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary angiography was completed after the automatic restart. The philips field service engineer (fse) went onsite and analyzed the system log files and found that the device restarted without command. Upon further inspection, the fse found the direct current power supply (dcps) of the m-cabinet was not providing 5vdc and 12vdc during the failure. The cause of the dcps failure could not be conclusively determined by the supplier's part analysis, however the replacement of the dcps by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.